Event description:
Reports of ultrafiltration problems that were observed over several months were received from the manufacturer's affiliate in canada on 12/14/2001. Reports suggest excess fluid was removed during hemodialysis treatments. Information provided was very limited. There was no reported serious injury. The patient became hypotensive 25 minutes after treatment was started. There was low arterial pressure, high venous pressure and high transmembrane pressure reported during treatment. "Black blood" was observed. Treatment was resumed on a different machine. Based on the reported weights, saline given and what the machine had indicated was removed, there was a fluid loss variance of approximatley 2.6 kg. It is unknown if pressure holding test was performed. On-line pressure holding test was not activated.